Event description:
The customer reported that the insulin pump alarmed motor error a couple of times. The blood glucose reading was 207mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit, then it was programmed a 5.0 units fixed prime and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. Further testing could not be performed due to the prime anomaly.